Event description:
A malfunction was reported with a code labeled as malf 16, and customer technical support determined that the pump could not be reset. There was no reported adverse impact to customer's blood glucose level. The customer was instructed to switch to multiple daily injections (mdi) as a backup therapy. A replacement pump was arranged to be shipped, and the caller was guided to put the pump into storage mode before returning it with a pre-paid label. The customer was aware of and agreed to the process.